Manufacturer narrative:
This report is filed on december 01, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, there are no plans to re-implant the patient with a new device as of the date of this report.